Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer used a known good sensor and the rad 5v read 98% spo2 and 85 bpm. The suspect sensor read 84 % and 40 bpm on the same patient. No consequences or impact to patient.